Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed two (2) controller fault alarms logged on (B)(6) 2021 at 10:55:36 and 11:03:47 due to a user interface controller (uic) data flash failure. This type of controller fault alarm indicates that a temporary data-flash memory corruption had occurred in the uic, which is the main integrated chip responsible for the operations of the controller. Additionally, review of the data log file revealed a data point recorded (B)(6) 2020 at 14:32:45. Analysis of the controller log files and the device¿s inspection plan revealed that the data point was logged during receiving inspection of the controller. During receiving inspection, the controller's log files are set to default, which deletes data recorded in the alarm and data files. A review of the controller¿s event file revealed that the set default command was recorded on (B)(6) 2020 at 14:32:41, four (4) seconds before the data point was recorded in the data file, thus resulting in the controller retaining the data point. This data point likely corresponds with the reported "date error" event. As a result, the reported controller fault alarms and "date error" events were confirmed. Based on the available information, the most likely root cause of the reported controller fault alarms can be attributed to a temporary corruption of the uic's data flash memory. The most likely root cause of the reported "date error" event can be attributed to a timing issue regarding the set default command during the receiving inspection process. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller fault alarms due to encountering an issue during data transfer to data flash memory when settings were changed. The controller was exchanged. No patient complications have been reported as a result of this event.